Manufacturer narrative:
Sanofi company comment dated 16-jun-2021: this case concerns a patient who was on treatment with synvisc and reported to be allergic to rooster crown and was hospitalized on prednisone for 5 days. Synvisc is contraindicated for patient with known hypersensitivity (allergy) to hyaluronan preparations and as per the reported information patient was found to be allergic to rooster crown later on. Therefore, causal role of device can be established in the case.

Event description:
Allergic to rooster crown, as I found out [allergic reaction to excipient]. ([Contraindicated device used]). Case narrative: initial information received from (B)(6) on 10-jun-2021 regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves adult and unknown gender patient who was allergic to rooster crown, as he/she found out while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (dose, route, indication, formulation, frequency, lot - unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient found out that he/she was allergic to rooster crown and was hospitalized on prednisone for 5 days (allergic reaction to excipient, contraindicated device used) (events assessed as serious due hospitalization and required intervention). The event (allergic to rooster crown, as I found out) qualified for adverse event of special interest. Action taken: unknown. The patient was treated with prednisone. At time of reporting, the outcome was unknown. A product technical complaint was initiated and results were pending for the same.

Event description:
Allergic to rooster crown, as I found out [allergy] ([contraindicated device used]) case narrative: initial information received from canada on 10-jun-2021 regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves a patient (with age and gender) who was allergic to rooster crown, as he/she found out while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using 16 mg/2 ml synvisc injection, liquid (solution) (dose, route, indication, frequency, lot - unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient found out that he/she was allergic to rooster crown and was hospitalized on prednisone for 5 days (hypersensitivity, contraindicated device used) (events assessed as serious due hospitalization and required intervention). The event (allergic to rooster crown, as I found out) qualified for adverse event of special interest. Action taken: unknown. The patient was treated with prednisone. At time of reporting, the outcome was unknown. A product technical complaint (ptc) was initiated on 11-jun-2021 for synvisc (lot number unknown) with global ptc number 100133148. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 22-jul-2021. Follow up information was received on 12-jun-2021 from a patient. Upon internal review, age group was updated from adult to unknown. Additional information was received on 22-jul-2021 from other health care professional. Ptc details were added. Strength and formulation was added. Based on information previously received, the following information the pt coding for event of allergic to rooster crown, as I found out has been amended.

Event description:
Allergic to rooster crown, as I found out [allergic reaction to excipient]. ([Contraindicated device used]). Case narrative: initial information received from canada on (B)(6) 2021 regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves a patient (with age and gender) who was allergic to rooster crown, as he/she found out while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using 16 mg/2 ml synvisc injection, liquid (solution) (dose, route, indication, frequency, lot - unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient found out that he/she was allergic to rooster crown and was hospitalized on prednisone for 5 days (allergic reaction to excipient, contraindicated device used) (events assessed as serious due hospitalization and required intervention). The event (allergic to rooster crown, as I found out) qualified for adverse event of special interest. Action taken: unknown. The patient was treated with prednisone. At time of reporting, the outcome was unknown. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on (B)(6) 2021. Follow up information was received on 12-jun-2021 from a patient. Upon internal review, age group was updated from adult to unknown. Additional information was received on 22-jul-2021 from other health care professional. Ptc details were added. Strength and formulation was added.